Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex uncovered biliary rx stent was used during an ercp on (B)(6), 2010. According to the complainant, while attempting to deploy the stent, the proximal part of the handle broke; the physician was unable to deploy the stent. The physician was able to remove the device and complete the procedure with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.